Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor and meter blood glucose now alarm. Customer's blood glucose at time of incident was unknown. The customer was advised the lost sensor occurred because 4 packets were missed while calibration was pending and as a result calibration didn't occur. The customer was advised that once lost sensor is resolved they can try to enter blood glucose to calibrate the sensor again as long as glucose is not changing rapidly. The customer was advised that once sensor is ready the pump will alert when a meter blood glucose is required. The customer was advised to monitor.